Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was undergoing planned treatment for interventional radiology procedure. The procedure was completed by moving the patient to another room at the time of event. It was reported that the system would not power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that there were no power to m-cabinet and fan tray power to mains leds were not available. The defective part was returned to failure analysis which confirmed that the cause was ¿24v (supply caused by component)¿ fse replaced fan power tray for m- cabinet. After the replacement of fan power tray, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.